Event description:
It was reported that the pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The rv lead is not a boston scientific product. It was indicated that the patient was brought into the clinic, no noise was noted, and the impedance was within normal specification limits. The rv lead was programmed back to the bipolar configuration. However, another high out of range rv pace impedance measurement and associated lss occurred again approximately two and a half weeks later. Boston scientific technical services (ts) reviewed remote monitoring device data and indicated there were recent signal artifact monitor (sam) episodes stored. The impedance measurements associated with those episodes were within normal specification limits. One episode exhibited minute ventilation (mv) sensor noise on the rv lead and the other episode exhibited this on the right atrial lead but the electrogram markers indicated the pacemaker device did not sense the noise. The patient was noted to have atrial fibrillation (af), so ts indicated they were not sure if the sam episodes are related to the af or the mv sensor noise. Ts provided guidance to consider bringing the patient back into the clinic to rest sam and to program the rv lead to a unipolar pacing and bipolar sensing configuration. Ts noted that if this is a device header spring contact problem, the issue should resolve and if sam occurs again, it might be related to the patients af. The boston scientific representative indicated they would discuss this with the physician. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).